Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Other UDI: unknown, lot unknown, UDI is unavailable. Partial part #412.xxx. This report is for (1) unknown ti locking screw 2.4mm/unknown lot number. Device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: the reported device was used to the distal radius. During the tcp removal surgery on unknown date, one locking screw 2.4mm (412.xxx) was broken below the screw head. The surgeon also stated that the surgeon conducted the procedure as it said exactly in the manual. No broken piece was left in the patient. No adverse consequence to the patient was reported. No information available regarding reason for the tcp removal. This complaint involves 1 part. Concomitant device: 1x unk plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional classification code: hrs. UDI: (B)(4). A device history record review was performed for the subject device lot number l083430. Manufacturing location: (B)(4). Date of manufacture: 05.august 2016. Expiry date: 01.july 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformance were generated during the production of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: 1x va-lcp-2-column 04.111.621s / 9277988, 2x 04.210.120s / l290409 va lockscr ø2.4 self-tap l20 tan, 1x 401.768s / 9683384 cortscr ø2.4 self-tap l18 tan, 2x 412.816s / l083430 lockscr ø2.4 self-tap l16 tan, 1x 412.820s / 9614039 lockscr ø2.4 self-tap l20 tan, 2x 412.820s / l092472 lockscr ø2.4 self-tap l20 tan.

Manufacturer narrative:
Patient information not available for reporting. This report is for unknown ti locking screw 2.4mm/unknown lot number. 412.xxx: ti locking screw 2.4mm; (either 412.816s or 412.820s). Device malfunctioned intra-operatively and was not implanted / explanted device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in japan as follows: the reported device was used to the distal radius. During the tcp ¿va-lcp (variable angle two-column plate)¿ removal surgery on unknown date, one locking screw 2.4mm (412.xxx) was broken below the screw head. The surgeon also stated that the surgeon conducted the procedure as it said exactly in the manual. No broken piece was left in the patient. No adverse consequence to the patient was reported. No information available regarding reason for the tcp removal. Patient status is okay and surgery was completed successfully.

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: part to investigate: 1x part 412.816s / #lot l083430 / locking screw ø 2.4 mm, self-tapping, length 16 mm. Concomitant medical products: 1x va-lcp-2-column 04.111.621s / 9277988, 2x 04.210.120s / l290409 va lockscr ø2.4 self-tap l20 tan, 1x 401.768s / 9683384 cortscr ø2.4 self-tap l18 tan, 1x 412.816s / l083430 lockscr ø2.4 self-tap l16 tan, 1x 412.820s / 9614039 lockscr ø2.4 self-tap l20 tan, 2x 412.820s / l092472 lockscr ø2.4 self-tap l20 tan . Upon visual inspection, there is no evidence that these concomitant parts contributed to the complaint condition, and therefore no additional investigation will be performed. We have forwarded the received parts to the responsible manufacturing site for further evaluation with the following results: as received condition: received were a lcp plate and one broken screw in context of this complaint. The screw in question related to this manufacturing investigation has a broken at the neck and has strong traces of use around the breakage point on its surface and along of the threaded part of the shaft. The screw head is clamping in the plate. The part was received in a non-original synthes bag. DHR review: a review of the DHR for the mentioned parts was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. The parts met the specifications at the time of manufacturing and distributing. Investigation: all the relevant features were measured according to the drawing and have passed their specifications. Besides, during the manufacturing process, these relevant features were inspected and documented according to the inspection sheet and the whole lot size has passed its specifications; no deviations were detected. The check of the material certificate shows that the used material fulfills the specifications. This complaint is rated as confirmed since the screw is broken as claimed by the customer. However, from the manufacturing point of view this complaint is rated as not valid, because the relevant dimensions were measured and all have passed the specifications. No manufacturing issue could be found in the results neither in the manufacturing documentation reviewed. Conclusion: based on the provided information and afterwards it is not possible to determine the exact cause of this breakage. The condition of the screw and the usage signs, indicates that a mechanical overloading situation during screw removal could be the reason for the breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.